Manufacturer narrative:
The field service engineer (fse) was dispatched to the site to investigate the event. The fse performed a system check which passed within instrument specifications. A definitive root cause could not be determined for this event. This is two of twenty one separate MDR reports related to twenty one patients event associated with a single malfunction report on different days. Reference MDR numbers: 2122870-2011-02330, 02332, 02333, 02334, 02335, 02336, 02337, 02338, 02339, 02340, 02341, 02342, 02343, 02344, 02345, 02346, 02347, 02348, 02349,02350. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously low estradiol results generated on a unicel dxi 800 access immunoassay system for twenty one patients. The customer re-ran the samples on a different instrument and the results were higher which matched the patients clinical picture. The initial erroneous results were not reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.